Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse right atrial lead exhibited low impedance, loss of capture, and loss of sensing. No intervention was performed. The patient experienced no adverse consequences.